Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump under-infused chemotherapy medication to a patient (medication, rate, and amount to be delivered are unknown). It was also reported there was no patient injury.